Manufacturer narrative:
Upon laboratory review of complaint evidence the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate.

Event description:
It was reported that during a routine follow up, this pacemaker device was found to be depleting faster than expected with six months of estimated life. The next follow up visit is planned in three months. Currently the device remains implanted and in service. No adverse patient effects reported. Additional information: the device has been explanted and replaced. The explanting facility discarded the product and will not be returned for analysis.

Event description:
It was reported that during a routine follow up, this pacemaker device was found to be depleting faster than expected with six months of estimated life. The next follow up visit is planned in three months. Currently the device remains implanted and in service. No adverse patient effects reported.